Event description:
Facility alleged that after hemodialysis treatment was initated air was drawn into extracorporsal system. Source site appeared to be at venous end of dialyzer bloodline conneecting piece. Ebl 200cc. Treatment was restarted with new bloodline without further incident facility not certain if leak came from a crack in the dialyzer or leur end of venous bloodline as both were discarded. This was reported by a health care professional.